Event description:
Upon removal of the biliary catheter, it was noted that the distal hole had a tear. There was no harm or injury to the pt reported. On nov 4, 2008, merit determined that a product retrieval was required because the biliary catheter tips may separate from the catheter shaft after placement, potentially resulting in pt injury.

Manufacturer narrative:
Device evaluation: other: device evaluation in process, but not yet complete. Evaluation codes, conclusions - other: all subsequent investigation results will be submitted to the FDA in a follow-up MDR and in accordance with statutory product retrieval reporting requirements.